Event description:
A report was received that the patient will undergo an explant due to charging difficulties.

Manufacturer narrative:
Additional information received indicated that the patient underwent the explant. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) model description:linear st lead with preloaded enhanced stylet - 70 cm.

Event description:
A report was received that the patient will undergo an explant due to charging difficulties.